Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with high and low blood glucose levels. The customer states they had issues with low reservoir alarm. The customer's blood glucose level at the time of incident was 238mg/dl. The customer's most current level was 192mg/dl. The customer's levels had been as low as 27mg/dl. The customer states the reservoir had air bubbles. Troubleshoot was unable to be completed due to customer's line cutting off. The customer was unable to be reached.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was called in an attempt to follow up regarding the previous complaint of high blood glucose levels. The customer stated that the settings on the pump have been adjusted, and has been doing fine since then. The pump has been functioning properly.